Event description:
The software is designed to maintain a unique "basic" blood product unit number, which represents a donation from a single donor from which different blood product components can be created. The unit numbers are either "system-assigned", i.e., the numbers are sequentially assigned by the computer from a track file or "user-assigned", i.e., the user enters the number that is labeled on the blood product. Under a specific condition, when the track file is not properly setup, the system allows the entry of a duplicate "system assigned" unit number that has been previously entered into the system as a "user-assigned" number from a different donor. These scenarios involve the entry of blood products via the inventory, outside source entry function using "system-assigned" unit numbers derived from the system track file. Under this scenario the checks for duplicate unit numbers are not performed. These duplicate unit numbers may potentially display with different blood types for the same unit number. Furthermore, required testing on one unit may allow the other unit to enter general inventory without its own required testing. This may result in the release of an unsuitable blood product.